Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user had been unable to log in to the station server. The technical support specialist (tss) had identified that the user had been unable to log in to the server or the station. The issue had been caused by lockout settings in the dispensing system configuration. The tss had manually unlocked the user account, removed the lockout timeframe, and confirmed that the user had successfully logged in. The customer had verified that the issue had been resolved and had granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, user was unable to log in to station server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.